Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2014 was 50 mg/dl with symptoms of weakness, shakiness, unsteadiness standing and walking, blurred vision, and nausea. It was reported the patient remained on the pump, the pump¿s settings were not recently changed, and the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting, it was determined the bolus setting was incorrectly programmed; it was also determined the following diabetes management factors also contributed to the reported health event: significant weight change without adjustments to insulin regimen; change in stress level; change in pain level. During troubleshooting, it was determined the pump calculated the recommended bolus total correctly and the basal delivery totals in the total daily dose history matched the active basal program total. This complaint is being reported since the reported blood glucose excursion was due to patient use error. There was no allegation or indication of a pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 01/30/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last bolus delivery occurred on (B)(6) 2014. There was no evidence of abnormal pump function. The pump¿s total daily dose basal history correlated appropriately to the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries and 24-hour exercise test without issue or alarm. A delivery accuracy test found the pump delivering within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.